Event description:
It was reported that the patient was experiencing inadequate pain relief. Spinal cord stimulation (scs) leads had high impedances were noted. The patient underwent a scs system explant procedure and was doing well postoperatively. The explanted device components will not be returned due to facility policy.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2317-50, serial number: (B)(6), batch/lot number: (B)(6), model/catalog description: infinion cx lead kit, 50cm, unique identifier: (B)(4). Model number/catalog number:sc-2317-50, serial number: (B)(6), batch/lot number :(B)(6), model/catalog description: infinion cx lead kit, 50cm, unique identifier (UDI): (B)(4).